Event description:
The device was used during an unspecified procedure. Reportedly, the staples did not form properly and the device did not cut. The surgeon performed a laparotomy and applied another device to complete the procedure. The hosp has reported the pt's condition is satisfactory.